Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device: peritoneal cavity'), fallopian tube perforation ('perforation/ perforation (fallopian tube(s), uterine perforation ('perforation') and device breakage ('there were two pieces in the inner coil were noted to be intact') in a 44-year-old female patient who had essure (batch no. 796910) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included mestranol;norethisterone (ortho novum) since 2007 to (B)(6) 2011 for contraception as well as nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/ pelvic area"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 7 months 9 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and complication of device removal ("complications during removal surgery"). The patient was treated with surgery (bilateral salpingectomy and on (B)(6) 2011 hysterectomy (full),salpingectomy (unilateral). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation and fallopian tube perforation was resolving, the uterine perforation, device breakage, depression, complication of device removal, vaginal hemorrhage, menorrhagia and anxiety outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, complication of device removal, depression, device breakage, device dislocation, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal hemorrhage to be related to essure. The reporter commented: plaintiff received treatment for perforation. Discrepancy noted as per pfs: surgery: salpingectomy (unilateral) and salpingectomy (bilateral). The number of expanded coils that appeared trailing into the uterine cavity was 4. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: pfs received: event device dislocation , fallopian tube perforation outcome updated from unknown to recovering. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device: peritoneal cavity'), fallopian tube perforation ('perforation/ perforation (fallopian tube(s))'), uterine perforation ('perforation') and device breakage ('there were two pieces in the inner coil were noted to be intact') in a 44-year-old female patient who had essure (batch no. 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included mestranol;norethisterone (ortho novum) since 2007 to (B)(6) 2011 for contraception as well as nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/ pelvic area"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 7 months 9 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and complication of device removal ("complications during removal surgery"). The patient was treated with surgery (bilateral salpingectomy and on (B)(6) 2011 hysterectomy (full),salpingectomy (unilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation and fallopian tube perforation was resolving, the uterine perforation, device breakage, depression, complication of device removal, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, complication of device removal, depression, device breakage, device dislocation, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for perforation. Discrepancy noted as per pfs: surgery: salpingectomy (unilateral) and salpingectomy (bilateral). The number of expanded coils that appeared trailing into the uterine cavity was 4. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device breakage. Lot number:796910 manufacturing date: 2010/11 expiration date:2013/11. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-aug-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device: peritoneal cavity'), fallopian tube perforation ('perforation/ perforation (fallopian tube(s))'), uterine perforation ('perforation') and device breakage ('there were two pieces in the inner coil were noted to be intact') in a 44-year-old female patient who had essure (batch no. 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included mestranol;norethisterone (ortho novum) since 2007 to september 2011 for contraception as well as nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/ pelvic area"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 7 months 9 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and complication of device removal (" complications during removal surgery"). The patient was treated with surgery (bilateral salpingectomy and on (B)(6) 2011 hysterectomy (full),salpingectomy (unilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, device breakage, depression, complication of device removal, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, complication of device removal, depression, device breakage, device dislocation, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for perforation. Discrepancy noted as per pfs: surgery: salpingectomy (unilateral) and salpingectomy (bilateral). The number of expanded coils that appeared trailing into the uterine cavity was 4. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device breakage. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs and mr received. Lot number added. New events: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: mental anguish, device breakage were added. Psych injury was updated to psychological or psychiatric problems condition: depression. Onset dates were added. New reporters and plaintiffs information added. Concomitant drugs and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device: peritoneal cavity'), fallopian tube perforation ('perforation/ perforation (fallopian tube(s))'), uterine perforation ('perforation') and device breakage ('there were two pieces in the inner coil were noted to be intact') in a 44-year-old female patient who had essure (batch no. 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included mestranol;norethisterone (ortho novum) since 2007 to (B)(6) 2011 for contraception as well as nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/ pelvic area"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 7 months 9 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and complication of device removal (" complications during removal surgery"). The patient was treated with surgery (bilateral salpingectomy and on (B)(6) 2011hysterectomy (full),salpingectomy (unilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, device breakage, depression, complication of device removal, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, complication of device removal, depression, device breakage, device dislocation, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for perforation. Discrepancy noted as per pfs: surgery: salpingectomy (unilateral) and salpingectomy (bilateral). The number of expanded coils that appeared trailing into the uterine cavity was 4. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), fallopian tube perforation ('perforation') and uterine perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and complication of device removal (" complications during removal surgery"). The patient was treated with surgery (on (B)(6) 2011 hysterectomy (full),salpingectomy (unilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, psychological trauma and complication of device removal outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, complication of device removal, device dislocation, fallopian tube perforation, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: plaintiff received treatment for perforation. Discrepancy noted as per pfs: surgery: salpingectomy (unilateral) and salpingectomy (bilateral). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received. Events: abdominal pain, psych injury, migration/ perforation, complications during removal surgery were added. Event outcome was added for the event abdominal pain. Event outcome was updated for the event pelvic pain. Lab data and reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.